Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the venous occluder would not operate. As a result, an alternate deice was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR # 1828100-2014-00205. Per the user facility's biomedical engineer (biomed), there was 24 volts from the perfusion system to the occlude. He checked out the membrane switch and measure of resistance (ohms) checked out correctly.